Event description:
It was reported that during a distal femoral osteotomy surgical procedure, it was observed that the small battery drive was making a high pitched noise no matter which attachment was attached. There was a ten minute delay to the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and bearings deteriorated due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.